Manufacturer narrative:
The referenced short-to-shield was reported under MFR. Report # 2916596-2018-00097. Approximate age of device- 4 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that when the patient presented to the emergency department the pump running symbol was off and the red heart and yellow wrench were dimly illuminated with a blank screen in addition to a continuous alarm. The patient has had a splice in the past for a short-to-shield and has experienced a few pump stops on a grounded cable since then. This is the first evidence of pump stops that occurred on an ungrounded cable. There was damage to the driveline in the form of a tear in the outer sheath adjacent to the splice and proximal to the pump that was well covered with self-adhesive silicone tape. The splice on the driveline is 12 inches from the dressing. There was no visible evidence of fluid underneath the white silicone nor the clear inner polyurethane jacket. Log file analysis did not observe any evidence of a percutaneous lead issue. No additional information was provided.

Event description:
Additional information was received that the patient took a shower several hours before the controller failure occurred. There was no visible evidence of fluid underneath the white silicone nor the clear inner polyurethane jacket. The tear in the white silicone sleeve was well covered with self-adhesive silicone tape.

Manufacturer narrative:
The investigation for the controller originally closed on (B)(6) 2019. The investigation revealed that there was fluid ingress on the main printed circuit board. The pump running symbol off, red heart and yellow wrench alarms were originally reported against the pump and reportability of the controller was reconsidered after the pump investigation. The pump investigation did not reveal wire damage but did find damage to the silicone jacket. This damage to the silicone jacket can be a source of the fluid ingress. Therefore, the controller investigation was reopened to determine if the source of fluid ingress in the controller could be related to the damaged silicone jacket. Upon review of the controller it appeared the source of the fluid ingress was the damaged silicone jacket because it was found fluid entered through the driveline connector. Section a2: correction. Section b5, d4, d11, h4: additional information. Manufacturer's investigation conclusion: the reported damage to the outer silicone jacket of the patient¿s driveline was confirmed through the account¿s submitted images. The heartmate ii lvas IFU and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.